Event description:
Related manufacturer report number: 2017865-2022-46103. It was reported during in clinic follow up that the right ventricular lead and atrial lead exhibited loss of capture. The atrial lead also exhibited a change in impedance. Both leads were explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were ¿change in atrial impedance,¿ failure to capture, and lead dislodgement. As received, a complete lead was returned in one piece. The reported events of ¿change in atrial impedance¿ and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.